Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18640. It was reported that the patient experienced stimulation at wrong location due to lead migration. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads. Reportedly, the lead leads were implanted at a different level addressing the issue.